Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on his back under the therapy electrodes. The irritation was described as resembling blisters and a burn. The patient consulted his physician who recommended removing the lifevest temporarily. Follow-up indicated that the sores had improved.